Event description:
Discordant elevated troponin I results were obtained on a patient's samples. It is unknown if the results were reported to the physician. The results were discordant with the clinical presentation and other cardiac marker test result. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.